Event description:
Baxter (B)(4) received a report that an intermate had its distal end break while attempting to connect to the patient. The device was filled with a solution of antibiotics. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition. The tubing was broken at its junction with the luer post. The exact root cause was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.